Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys troponin t stat assay (troponin t stat) on a cobas 6000 e 601 module. The erroneous results were not reported outside of the laboratory. The initial troponin t stat result was 0.024 ng/ml. The lab tech did not believe this result because the patient had a troponin t stat result of 2.17 ng/ml the night before from a different sample. The sample that produced the 0.024 ng/ml result was repeated on a different e601 module and the result was 1.86 ng/ml. This result was believed to be correct. No adverse event occurred. The troponin t stat reagent lot number was 17644300 with an expiration date of 08/31/2017. The field service engineer (fse) visited the customer site and identified defective pinch tubing and bubbles in the procell reservoir. The pinch tubing was replaced along with the procell and cleancell bottles. The procell and cleancell bottles were primed to make sure no large bubbles were in the reservoirs. The system was confirmed to be operating according to specification. The investigation agreed that the root cause of the issue was the defective pinch tubing identified by the fse.